Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07513. It was reported the pt received two leads, but during postoperative programming effective stimulation was not achieved. The physician opted to replace both leads with one surgical lead two days later. It was reported the pt received effective stimulation in the foot after the replacement of the leads.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.